Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer inspected the pump and removed an o-ring from the pneumatic tap area, cleaned the area with an alcohol wipe, and successfully reloaded the original cartridge, allowing them to resume insulin therapy.